Manufacturer narrative:
Data analysis was not performed on customer's results due to off-label use of the inratio meter. Per general description of complaint, pt was on heparin at the time of testing. Per product user guide, inratio meter testing should not be used for pts on heparin therapy. In addition, pt is under the age of 18. The inratio meter has not been validated for someone under the age of 18. This is also considered off-label use. Per general description of complaint, customer used venous blood sample on the inratio meter. Per product user guide, capillary blood (fingerstick) should be used for testing. These off-label issues can affect inr testing and lead to inaccurate results. No product is expected to be returned. No further investigation required. As reviewed on (B)(6) 2011, fifty-four discrepant result complaints were reported for lot #234523, yielding a complaint rate of 0.045%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (mother of pt) alleged discrepant results compared with the lab. Pt was on heparin when tests were performed. He had some teeth extracted and was on antibiotics before and after the procedure. Pt had two doses.